Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: returned product consisted of a rebel stent delivery system with stent. There was contrast in the inflation lumen. Microscopic examination revealed numerous kinks throughout the hypotube of the device. Microscopic examination also revealed a complete hypotube separation 57.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination and tactile inspection presented no damage or irregularities to the shaft of the device. Microscopic examination presented no damage or irregularities to the tip of the device, markerbands, balloon and stent. The balloon was tightly folded and the stent was secure on the balloon between the markerbands. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 20x3.50 rebel¿ stent was advanced but failed to cross the lesion. The procedure was completed with another rebel stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.